Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized for hypoglycemia the weekend before the phone call with the company representative. It was reported that the customer would follow up with a health care professional regarding the insulin pump and other concerns, and that the customer declined speaking with the 24 hour helpline. The customer's blood glucose values were unknown. No further information was provided.